Manufacturer narrative:
Based on the information provided, the cause of the customer reported complication cannot be determined although the likely cause of the dehiscence was due to the third-party stapler. There was no report of any malfunction of an intuitive surgical inc. (Isi) system, instrument or accessory occurring during the procedure; therefore, no product is expected to be returned. A review of the site's system logs for the reported procedure date revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. Review of the instrument logs found that all of the multiple use devices, were used in subsequent procedures after the event date with no reported complaints and have lives remaining.

Event description:
It was reported that after a da vinci assisted rectosigmoidectomy procedure, there was anastomotic staple line leak in the low rectum region and the patient required an additional procedure. The initial procedure was completed robotically; however, the patient remained in the hospital for 18 days. A third-party stapler instrument was used for the anastomosis, and a defect was later identified with the stapler. Post-operative day 6, a computed tomography (CT) scan was performed and revealed a dehiscence of 1.1cm in the mechanical suture line, in the low rectum region. Additionally, a hypodense fluid of approximately 120ml was identified in the presacral space and the retroperitoneum/parieto colic gutter on the left, measuring approximately 241ml; the patient experienced an abdominal infection. On post-operative day 9, a laparoscopic colostomy procedure was performed and a wound vac dressing was applied. There were no intra-operative complications; however, post-operative the patient experienced malnutrition, hypokalemia, and sd infections. On post-operative day 14, a colonoscopy was performed, which showed improvement and no signs of infection. On post-operative day 18, the patient was discharged home.